Event description:
One episode of low blood glucose levels. Pt, who was introduced to a novopen 3 insulin delivery device in 2003 and novolin 70/30 penfill (dual-acting human insulin) in 2000 due to type I diabetes, experienced an episode of low blood glucose levels for which they received treatment by emergency medical services (ems). One week prior to this event, the pt had experienced an episode of low blood glucose levels with a loss of consciousness, and had received ems treatment. This event occurred one day in 2003 when the patient performed evening injection at 7:00 p.m. And afterwards noticed that large drops of insulin were leaking from the needle tip after it was withdrawn from skin. Reported that approximately seven hours later, at 2:00 a.m., got up from bed to go to the bathroom and then was unable to get up off the toilet. Stated that they were very weak and lethargic, family member called ems who received the pt in a conscious but week state with a blood glucose level of 20 mg/dl. Family member gave the patient a peanut butter and jelly sandwhich at the instruction of the ems personnel, and within an hour their blood glucose levels normalized. The patient stated refused transportation to the hospital. The patient completed air shots before injections, some of which were successful and others were not. Also changed needle with each injection. One week after this event, the patient had an office visit with physician and he decreased evening dosage of novolin 70/30 penfill insulin. Since then blood glucose levels have normalized. The device in question still leaks large amounts of insulin after they perform injections. Did not report any recent changes to lifestyle.